Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with a significant discrepancy between the displayed fill estimate and what was anticipated. No specific impact on the customer¿s blood glucose level was reported, indicating it was within a normal range. The customer was guided through the process of filling and loading a new cartridge, and it was decided that the pump would be replaced by technical support. The customer acknowledged the instructions to return the faulty pump and continue using their current pump until the replacement arrived.